Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. The proximal conductor was distorted.

Event description:
It was reported that during implant, the pacing lead was unable to fixate. The lead was not used and a new lead implanted. No patient complications were reported as a result of this event.